Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on the bd insyte¿ autoguard¿ shielded IV catheter failed to activate and retract the needle. The following information was provided by the initial reporter: "safety not activating on device"

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-apr-2022. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used un-retracted unit with its original packaging from lot number 1300906. Upon inspection of the received unit, it was identified that the button cannot be pressed, and that adhesive is present on the outside of the needle well. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the adhesive dispense process due to station or part misalignment or adhesive buildup on the nozzle. Adhesive on the outside of the needle well can flow down between the button and grip preventing the button from moving and causing retraction failure to occur. Operators inspect for adhesive on the outside of the hub and button per the sampling plan. Inspections are also performed during setup and downtime. Maintenance is performed periodically to ensure proper function of the machine. The maintenance records were reviewed and verified to be up to date during the manufacturing of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the safety mechanism on the bd insyte¿ autoguard¿ shielded IV catheter failed to activate and retract the needle. The following information was provided by the initial reporter: "safety not activating on device".